Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The target lesion was located in the left anterior descending artery (lad). While the physician was unpacking the 3.5 x 24 mm liberte bare stent it was noticed that the proximal markerband had moved in the inner shaft of the device and the stent was damaged. The device never entered the pt and the procedure was successfully completed with another of the same device. No pt complications were reported with the pt's current condition listed as "fine".